Manufacturer narrative:
The tech found the plug was old and ground connection tight on the power cord. The tech replaced the power cord plug to repair the bed.

Event description:
Info received indicates, the bed has a high ground resistance reading.